Event description:
Customer was hospitalized with high blood glucose levels and dka. Customer found the cannula was bent on the set that she was hospitalized with. Unable to perform troubleshooting at the time of call to minimed.